Event description:
The dealer reports that the device was alarming. When he examined it, he states he found the heat exchanger rusting. He also states that the device is vibrating so bad their is a hole in the heat exchanger and the plastic sheath has came off of one of the wires on the inside.